Event description:
It was reported that the patient had heard the pump alarm for approximately two weeks. The patient had seen the health care provider (hcp) on (B)(6) 2013 and the alarm was silenced but it started to alarm again on (B)(6) 2013. Reportedly, the patient could not go back to the hcp that silenced the alarm as the hcp just ¿did a favor for her.¿ the patient did not have a physician currently and the patient did not want one. She had called an hcp but they would not accept new patients. The pump was reported as empty and the patient does have an appointment on (B)(6) 2013 to have the pump removed, however, the reason for the explant was not provided. The patient wanted the alarmed silenced and reportedly was going to the emergency room. This device system had delivered clonidine, baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).